Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified downstream occlusion messages. The reported condition was verified. Visual inspection found the cause was a damaged downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.